Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not vibrating properly and that the beeps were not loud enough. The customer reported that when in vibrate mode if the device was suspended, the insulin pump would not vibrate. The customer also reported that they recently had a blood glucose level of 468 mg/dl, which was treated with bolus. The insulin pump was not replaced or returned for analysis.